Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating current, unexpected restart error, self test, rewind test, basic occlusion test, occlusion test, prim or compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery alarm or battery out limit alarm due to motor error alarms. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was bumped and received a motor error alarm while attempting to prime. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also mentioned to have received a battery out limit alarm and troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.